Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an during an initial knee procedure, the impactor instrument head fractured while impacting the tibial implant. There was no patient impact nor surgical delay. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (nicked/gouged). The device is fractured with not all pieces returning. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear from repeated use over time. The device has a potential field age of over seven years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.